Event description:
Literature was reviewed regarding a right-sided implantation with left-sided connection. The authors described a patient who presented for a device upgrade. Contrast venography showed stenosis at the junction of the left innominate and the superior vena cava. Due to the stenosis and possible occlusion, no delivery sheaths or leads could be advanced. They decided to do a right-sided implantation of the new right atrial lead to the appendage and the new right ventricular lead to the left bundle branch area. A tunneling device comprised an outer sheath of a rotational sheath and an inflated peripheral balloon inside the sheath, with a tapered tip just outside was used to tunnel from the right to the left pectoral area in the upper anterior chest wall. The leads were secured to the right pectoral area. The existing right ventricular (rv) lead and the newly implanted leads were connected to a cardiac resynchronization therapy device. The lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: right-sided implantation with left-sided connection of a left bundle branch area pacing lead. Journal of interventional cardiac electrophysiology. 2024. 67:1499¿1500. Doi: 10.1007/s10840-024-01802-1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.